Manufacturer narrative:
Pump was received with alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, excessive no delivery test, self test or error test due to alarm. Pump passed the displacement test and operating currents test. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.